Event description:
One day after the implantation, oversensing on the atrial channel was reported. The pacemaker was explanted. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The pacemaker was returned for analysis without the associated atrial lead. Prior to the pacemaker analysis, the quality documents accompanying the manufacturing process for this pacemaker and the associated atrial lead were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was interrogated, and the memory content was analyzed. Conspicuous low atrial lead impedance measurements were documented in the devices memory, in unipolar as well as in bipolar lead configuration. An atrial bipolar lead failure was detected by the device on (B)(6) 2022 at 03:51 pm as a result of a low bipolar lead measurement. During the further course of the analysis, the header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. Also, the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A sensing test was performed, and the device sensed the attached heart signals free of noise. The pacemaker was operating as expected. In addition, the impedance measurement functions of the device were thoroughly tested. Different load resistances were subsequently attached to the pacemaker and the device measurements in bi- and unipolar configuration proved to be normal and as expected. There was no indication of a device malfunction. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.